Event description:
It was reported that the patient presented in the hospital for syncope and arrythmia. Upon review, the device could not be interrogated and had no magnet response. Premature battery depletion was suspected. The device was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of premature discharge of battery and no magnet reports were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. The battery analysis by the manufacturer found the battery was normal. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. Telemetry was re-established after replacing the device battery which is consistent with a hardware latch-up issue. Functional testing of the device did not find any anomalies.